Manufacturer narrative:
B3: event date is date valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that since last friday the patient was getting the message "settings not available cannot provide your desired intensity settings" when trying to charge their ins and their controller. The patient was able to fully charge up the [manufacturer's] device. The patient was able to make the message go away but now the message kept appearing when they tried to increase their intensity; the patient could decrease the intensity. The issue was not resolved. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient was provided with the national answering service (nas) phone number. Additional information was received from the patient (pt). They reported that one of the stimulator wire ends was low impedance. Pt met with the manufacturer representative (rep) who reprogrammed their settings to not use the low impedance output channel. The issue has been resolved and the device was working well now.